Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the ratchet was not working properly (could not perform the up/down motion). The ratchet was reassembled and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: canada.

Event description:
It was reported that during an unknown time; the unit was not ratcheting. After final investigation it was confirmed that ratchet was not working properly and could not perform the up/down motion. There was unknown patient impact or delay. Due diligence is complete and no additional information is available.